Manufacturer narrative:
-Evaluation of the explanted device found evidence of wear on medial side consistent with stress and oxidation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 11 states, "wear and/or deformation of articulating surface."

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to pain. The femoral and tibial components were removed and replaced with biomet product.